Event description:
It was reported to philips that the defibrillator capacitor is testing below specifications. The customer requested that the device be sent to bench repair. An evaluation was completed and the bench was able to confirm that the capacitor output was below specification and required replacement. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The customer was advised that parts are no longer available as the unit is at end of life. The mrx and all options associated with the device were discontinued on (B)(6) 2022. The end of support date for the device was also (B)(6) 2022. The customer was aware of the end of life terms and the device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.